Manufacturer narrative:
Age, sex, weight, ethnicity, race: unk. Date of event: unk. Implanted: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -13.5/+2.0/104 (sphere/cylinder/axis), into the patient's right eye (od). The surgeon reports "hyperopic shift 2d."

Manufacturer narrative:
B5-additional information: the reporter states the "patient has refractive changes 'significant' over time after 3 years of icl implantation." Also stated, "patient is doing fine now with accommodation and brain adaptation." Refractive surprise is also reported. The lens remains implanted. Claim# (B)(4).